Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side, most of the display window cover missing. The pump was received with a battery cap. The battery cap contact was missing. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump while changing reservoir along the side of battery compartment all the way down to bottom. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, customer reported physical damage (crack or scratch) on the pump not related to the retainer ring and advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1880 was requested for return, and the device returned for analysis.